Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. 510k - k130520. The actual sample was received for evaluation. Visual inspection revealed that the distal flange of the female l-connector had been chipped off. Magnifying inspection of the female l-connector and the fragment did not find any anomaly, such as a deformity, in the sections other than the chipped distal flange. Electron microscopic inspection of the female l-connector revealed that the surface of the chipped-off area was smooth and streak lines were observed on the edge of that area. Reproductive testing was performed, and a factory retained female l-connector was once connected to a factory-retained sampling system, and then the female connector was separated with instantaneous pulling force. As a result, the flange of the female l-connector became chipped-off. Electron microscopic inspection of the test sample revealed that the surface of the chipped-off area was smooth, and some streak lines were observed on the edge of that area. The state of damage was confirmed to be similar to that observed on the actual female l-connector sample. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history recor and product release decision control sheet. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was exposed to pulling force due to some factors at some point of time from the circuit assembling process in the factory until the actual use, resulting in the generation of the fracture in the flange. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the capiox custom pack was used pre-treatment. After unpacking and setting the product, when they retightened the joint of the male and female connectors, the part became broken. The patient was not harmed. The procedure outcome was not reported.